Event description:
It was reported that the patient has expired after implant duration of approximately 0.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. It was noted that the patient had pneumonia. No other details were provided.

Manufacturer narrative:
(B) (4) = device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another device implanted; (B) (4). Through follow up with the health care provider (via fax), a response was received, however, the cause of death was not provided. The operative report was also requested, however, it was not provided. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.